Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study clarified that no lead migration occurred.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was unsatisfactory analgesia. The outcome was resolved without sequelae on (B)(6) 2013. Interventions included reprogramming. The patient complained of change in analgesia. The etiology was reported as related to programming/stimulation. It felt as though the lead may have dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. It was reported there were complaints of a change in stimulation and pain in regards to the lead on the right side of the neck. The event was possibly related to the device or therapy and implant procedure. Lead evaluation with fluoroscopy imaging performed on (B)(6) 2013 compared to the films at implant found no change. No actions were taken and the event resulted in an unscheduled clinic or office visit. A device diagnosis of lead migration/dislodgement was reported. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), implanted: 2008-01-28, product type lead. Product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2008, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-nov-20. It was reported that a lead fracture was identified during fluoroscopy at the time of battery replacement. Two contacts were found to no longer be attached to the lead with serial number (B)(6). One contact was seen just to the left of midline at the c7 vertebral body. The second contact was free-floating left of midline at the c1-c2 interspace. These contacts came off of the left branch of the lead, which was not in use due to impedances. The pt was getting good relief with the existing contact that was in use, so the decision made was to not revise the leads at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ins was replaced due to normal battery depletion.

Manufacturer narrative:
Product event summary #pli 20/30 (leads): evaluation determined that standard investigation is needed because it was reported that there was a change in stimulation and a device diagnosis of leads migration/dislodgement was also reported. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. The following allegation(s) against the device was not supported and evidence reported in the event indicates that this particular device failure did not occur. The device diagnosis of lead migra tion/dislodgment was not supported as it was clarified that no lead migration occurred. Lead evaluation with fluoroscopy imaging performed on (B)(6) 2013 compared to the films at implant found no change. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the cause of the change in stimulation remains undetermined. Additional information from the healthcare professional of the clinical study reported a device diagnosis was not applicable, and it's unclear how reprogramming resolved the event. Continuation of d10: product ID 3778-45. Serial# (B)(6). Implanted: (B)(6) 2008: product type lead product ID 3778-45. Serial# (B)(6). Implanted: (B)(6) 2008: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
At the time of battery replacement, it was noted on fluoroscopy that the left sided electrode had two of its contacts were no longer attached. Impedances were known prior to surgery >10000. The first contact could be seen just to the left of midline at the c7 vertebral body the second free-floating contact could be seen left of midline at the c1-2 interspace; this left electrode is not in use due to impedances the patient has good relief with the existing contact in use, so the decision was not to revise the leads at this time. The two detached portions of electrode remain in the patient as removing them would be a more in-depth neurosurgery.

Manufacturer narrative:
Product event summary #pli 20/30 (leads): evaluation determined that standard investigation is needed because it was reported that there was a change in stimulation and a device diagnosis of leads migration/dislodgement was also reported. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. The following allegation(s) against the device was not supported and evidence reported in the event indicates that this particular device failure did not occur. The device diagnosis of lead migra tion/dislodgment was not supported as it was clarified that no lead migration occurred. Lead evaluation with fluoroscopy imaging performed on (B)(6) 2013 compared to the films at implant found no change. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the cause of the change in stimulation remains undetermined. Additional information from the healthcare professional of the clinical study reported a device diagnosis was not applicable, and it's unclear how reprogramming resolved the event. Continuation of d10: product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2008 product type lead product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the lead was explanted/replaced. Issue was resolved without sequelae on (B)(6) 2022.